Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had detached. Reportedly, the customer was unable to use the button to access the pump screen. The customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer had short acting insulin with manual injections available for alternate therapy.